Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): product ID 4092-52 implantable pacing lead implanted: (B)(6) 2004; 4592-45 implantable pacing lead implanted: (B)(6) 2004.

Event description:
It was reported that the patient was inpatient in a neuro intensive care unit. Device interrogation was requested, performed and noted that the device was at end of life (eol). The device had triggered elective replacement indicator (eri) three months prior. The patient is reported to be 100% ventricular paced. Further review of the manufacturer's database indicated the patient is deceased and died two days post device interrogation. The cause of death has been requested and not received.

Manufacturer narrative:
Additional information received from the hospital indicated the patient was admitted due to an acute stroke. The patient was reported to have suddenly slumped over while eating lunch and became minimally responsive and unable to follow all commands. Past medical history was provided as congestive heart failure, hyperlipidemia, sick sinus syndrome, diabetes. No cause of death or circumstances of patient death were received.